Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient reported that he transitioned to in-center hemodialysis (hd) due to being diagnosed with peritonitis twice. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided) and ip ceftazidime 2g daily for 21 days. The pd effluent resulted positive for gram-negative bacilli (organism not provided). The white blood cell (wbc) count was 5341 with 75% polymorphonuclear cells. The vancomycin was discontinued after two doses. On (B)(6) 2022 the wbc count was 2149. The patient continued to complete the antibiotic therapy. On (B)(6) 2022 the wbc count was 1411 and on (B)(6) 2022 the wbc count was down to 658, however, the polymorphonuclear cells increased to 73%. The patient complained of worsening abdominal pain. On (B)(6) 2022, the patient¿s pd catheter (not a fresenius product) exit site was cultured. The culture was positive for pseudomonas (species not provided). The patient continued the antibiotic therapy. The patient had a repeat pd effluent culture obtained on (B)(6) 2022 as he continued to complain of worsening abdominal pain. No information related to additional antibiotic therapy was documented. The culture was again positive for gram-negative bacilli (organism not provided). On (B)(6) 2022 the patient was admitted to the hospital for severe abdominal pain from the peritonitis. It was determined that the patient¿s pd catheter was colonized with the gram-negative bacillus. The patient had the pd catheter pulled (date unknow) during the hospitalization and he was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022. The patient decided not to return to pd therapy as it was much more involved than he was led to believe. The patient has since had a fistula placed for hd therapy. The pdrn stated this peritonitis was classified as relapsing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with pd catheter removal and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd effluent cultures resulted positive for gram-negative bacilli for which the bacteria are a normal component of human colonic microbiota as well as intestinal pathogens. Additionally, the pd catheter exit site was positive for pseudomonas, a gram-negative bacillus. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the available information and no allegation or evidence or a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient reported that he transitioned to in-center hemodialysis (hd) due to being diagnosed with peritonitis twice. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided) and ip ceftazidime 2g daily for 21 days. The pd effluent resulted positive for gram-negative bacilli (organism not provided). The white blood cell (wbc) count was 5341 with 75% polymorphonuclear cells. The vancomycin was discontinued after two doses. On (B)(6)2022 the wbc count was 2149. The patient continued to complete the antibiotic therapy. On (B)(6) 2022 the wbc count was 1411 and on (B)(6) 2022 the wbc count was down to 658, however, the polymorphonuclear cells increased to 73%. The patient complained of worsening abdominal pain. On (B)(6) 2022, the patient¿s pd catheter (not a fresenius product) exit site was cultured. The culture was positive for pseudomonas (species not provided). The patient continued the antibiotic therapy. The patient had a repeat pd effluent culture obtained on (B)(6) 2022 as he continued to complain of worsening abdominal pain. No information related to additional antibiotic therapy was documented. The culture was again positive for gram-negative bacilli (organism not provided). On (B)(6) 2022 the patient was admitted to the hospital for severe abdominal pain from the peritonitis. It was determined that the patient¿s pd catheter was colonized with the gram-negative bacillus. The patient had the pd catheter pulled (date unknow) during the hospitalization and he was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022. The patient decided not to return to pd therapy as it was much more involved than he was led to believe. The patient has since had a fistula placed for hd therapy. The pdrn stated this peritonitis was classified as relapsing.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.